Event description:
User received discrepant d-dimer results for one patient sample run initial results generated on another analyzer - same methodology gave 536, 482, and 457 ng per ml. Sample was run twice on this analyzer, as a correlation study, giving 573 and 474 ng per ml, and neither result generated from this analyzer was reported.

Manufacturer narrative:
The customer replaced d-dimer reagent, which improved the performance of the assay.